Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during withdrawal from the scope, the catheter broke into two pieces at about 15 cm from the distal tip. A profile polyp snare was used to retrieve the detached part of the catheter from inside the patient. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications as result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient was reported to be over 18 years old. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.